Manufacturer narrative:
Including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. (B)(4).

Event description:
An optometrist reported for a patient blur and dryness in the patient's left eye three months post lasik. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The log file review shows no abnormalities that could have contributed to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, reported informed that blur and dryness are resolved.